Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant, sensing anomaly was noted despite frequent repositioning. The patient complained of chest pains. Another lead was implanted. The patient was afterwards in a stable condition.